Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate. Magnetic resonance imaging (MRI) found that the device had a fluid leak and therefore, a revision surgery has been requested. There were no patient complications reported.